Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not transmitted during the wear period. The investigation concluded that the gateway was not activated during the wear period. During notification, irhythm learned that the patient had been hospitalized for a cardiac arrest and received an implantable cardioverter-defibrillator (ICD). The patient is recovering well in a skilled nursing facility.

Manufacturer narrative:
The zio at device was returned to irhythm, and the clinical data was uploaded for processing. A review of the clinical data found that the patient wore the zio at device for the 14-day prescribed wear period. The investigation found that on october 12, 2024, irhythm had not yet received the initial transmission report, and irhythm attempted to contact the patient three times between (B)(6) 2024, and (B)(6) 2024. Two voicemail's were left during this time, and a text message was sent. Additionally, irhythm emailed the account to inform them about the device's status. On october 22, 2024, irhythm became aware of the arrhythmia while preparing the final report and notified the account. The patient¿s family member was also notified, and irhythm learned that the patient was rushed to the emergency room and received an ICD. On day 30, the account responded and reported that the patient had suffered a cardiac arrest during the wear period. Irhythm informed the account that no mdns were executed as the gateway was not activated, and cellular transmissions were not received from the device during the entire wear period. The cause of the reported event can be attributed to user error. The zio at application instruction manual contains instructions on how to apply the patch and activate the patch and gateway. Application instructions on page 16 in section 4. Open the gateway and press the star button until you feel a click. The lights will flash orange then green. When the flashing light stops, the gateway is connected to your zio patch. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.